Manufacturer narrative:
The smiths medical pump was returned in good physical condition. The analysts were unable to duplicate the air in line issue. There were no air in line alarm messages in the event history log. Only thing found in the event history log was a battery low issue. No fault was found with the device. The original issue was unable to be duplicated.

Event description:
Information was received indicating that a smiths medical cadd prizm pump had air in the line. There were no reported adverse events.